Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 465 mg/dl, which was treated with manual injection. During troubleshooting, the caller reported a bent cannula, but the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.